Manufacturer narrative:
Qc and system check information was not provided. Customer collects samples in lithium heparin tubes. Specimens are centrifuged at 8,500 rpm for 3 minutes. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 2.88ng/ml was obtained. The result was reported out of the lab and questioned by an ER physician. Per the physician order, the patient original sample was retested for accu tni. The repeated accu tnl result was 0.02ng/ml. The patient original sample was repeated for accu tni once more and the result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.